Event description:
The customer tested her blood glucose and received a reading of 299 mg/dl using her contour meter. She retested using her breeze2 meter and received a reading of 121 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined the offer to troubleshoot her contour system. She also declined to return any product for eval.